Event description:
It was reported that the right ventricular (rv) lead was explanted due to steadily increasing pace impedance and thresholds. The impedance rose from the mid 600 ohms range to 1,250 ohms in the span of a few months. No noise was noted. A new rv lead was successfully implanted and no additional adverse patient effects were reported.